Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4). The dentist reported that 2 months after dental implant was installed, its non-osseointegration was observed. In addition, the dentist reported that it was done the procedure of immediate implant. The patient presented insufficient bone quality/quantity (bone type iii).